Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found cell sample line torn. The fse replaced the flow cell sample line that fixed the leak. Failure mode was attributed to torn flow cell sample line. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they found a leak at the right side of the coulter lh 750 hematology analyzer after shutdown and startup run. The volume of the leak was about 5 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, eyeglasses and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.